Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device would not recognize reservoirs and would keep pushing insulin out. Customer's blood glucose was unknown. Device was unable to exit the preparing to prime loop. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic test due to loose/protruded drive support disk. We were unable to perform occlusion, prime and the excessive no delivery test due to prime alarm. No rewind anomaly noted. The insulin pump passed self-test, unexpected test, displacement test and all operating currents were normal. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked on battery tube threads.